Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 occurred during the load process. The customer's blood glucose level was 425 mg/dl and it was addressed with a manual injection. The customer was able to load a new cartridge successfully.